Event description:
Customer reported via phone call that they had low blood glucose readings and were involved in a car accident. Customer stated they were driving down the road when the accident happened and were taken to the emergency room. Customer stated that their blood glucose reading at the time of admission was 37 mg/dl. Customer also mentioned that they have been experiencing low blood glucose readings for a couple months and have been hospitalized multiple times. During another incident customer bottomed out at work and fell with blood glucose readings of 25 mg/dl. Customer was then taken home and the next day customer did not wake up and paramedics were called. Customer further stated that another time the blood glucose readings were 33 mg/dl and the customer did not wake up. Customer stated paramedics were called and the customer was treated with glucose tablets. The drive support cap was noted to be flush. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The pump passed the dat test.

Manufacturer narrative:
Device received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump passed functional test including prime/a33, displacement, rewind, basic occlusion and excessive no delivery alarm tests. Drive support disk was inspected. No anomaly was noted.